Manufacturer narrative:
The device history records for lot 1023482 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.

Event description:
This complaint was forwarded by (B)(6), section head medical devices / safety officer, drug regulatory affairs at (B)(4). The complaint originated in (B)(6). A (B)(6) female pt was injected with 0.5 cc radiesse into nose and glabella, and on (B)(6) 2011, the discharge can be seen from the area. Two pt photos were also forwarded to merz aesthetics. This pt was transferred to dr (B)(6) on (B)(6) 2011 for treatment per pt's request. Dr (B)(6) provided additional info: "this is considered as skin necrosis caused by the obstruction of blood vessel in subdermis." The pt was administered antibiotics, name, route and dose were not provided; wet dressing, betadine soaking, and prostaglandin i.v. Injection. Per dr (B)(6), the area "does not look severe currently, it is expected to be subsided soon." An update on pt's recovery status was requested on (B)(6) 2011 but not received.